Event description:
Caller alleged discrepant inratio results. Results as follows: (B)(6) 2013: forty minutes between initial inratio and inratio re-test; 5 minutes between inratio re-test and lab draw. (B)(6) 2013: less than 20 minutes between inratio tests. Therapeutic range: 2.5-3.5. Caller reports meter was not in the correct mode when finger stick was performed and the sample was not applied immediately after the finger stick.

Manufacturer narrative:
Investigation pending.